Manufacturer narrative:
Based on the limited information available at this time, no definitive conclusions can be made. A review of the manufacturing records was performed and found that the lot was manufactured to specification. The patient's attorney alleges unspecified adverse patient outcomes associated with use of device. The medical records provided were limited to the patient's implant op report and implant tracking log only. If additional information is obtained, a supplemental MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following is based on medical records provided by the patients' attorney: on (B)(6) 2013 the patient was diagnosed with pelvic organ prolapse including vaginal prolapse and stress urinary incontinence (sui) and underwent a robotic-assisted laparoscopic sacrocolpopexy with implant of a bard/davol flat mesh and a non bard/davol tot mesh sling. Per the operative report details, "the mesh was cut to size, tunneled underneath the peritoneum and sutured to the anterior and posterior aspects of the vagina using prolene sutures. The mesh was then tacked to the sacrum. The overlying peritoneum was oversewn throughout the entire area covering the peritoneum itself." Attorney alleges unspecified adverse patient outcomes associated with use of device.